Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that on (B)(6) 2011, patient was implanted with lcp femoral plate and screw construct to fix a non-union subtochanteric fracture of the left femur. On an unknown post-operative date, surgical site became infected, non-union continued, and the implant was broken. Patient returned to the or on (B)(6) 2013 for removal of hardware. It is reported that surgeon planned to implant patient with a2fn one week after hardware removal. No further information is available at this time. This report is for an unknown number of unknown screws. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.